Event description:
Cardinal health emailed to report complaint from one of their customers regarding part # lt-f05ns for lot # 44169. Complaint description, the customer stated; the light handles have been arriving in an unusable condition, if used they fall off of the lights. No injury was reported.